Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. The customer alleged discrepant results for the cobas® sars-cov-2/influenza a/b assay. A customer from the united states alleged a potential false negative result for a patient using the cobas® sars-cov-2/influenza a/b assay generated on the cobas liat system (s/n (B)(4)). On (B)(6) 2021 the customer reported that they received a negative sars-cov-2 result for a patient in the emergency room using the cobas® sars-cov-2/influenza a/b assay analyzed on the cobas liat system (s/n (B)(4)). The negative results were reported to the doctor who requested a retest of the patient sample due to the patient being symptomatic. The same patient sample was repeated on a different cobas liat system (s/n unknown) that also generated a negative sars-cov-2 result. The patients¿ sample (same sample) was then retested at a different lab and analyzed on the cepheid that generated a positive sars-cov-2 result. Patient sample was collected using nasopharyngeal swab and 3 ml saline. The customer confirmed there was no allegation of harm to the patient. The negative and positive results were reported out to the patient and/or personnel treating the patient. The investigation to assess the customer allegation has not yet been completed.

Manufacturer narrative:
Investigation is ongoing. A follow-up report will be filed upon the completion of the investigation. (B)(4)

Manufacturer narrative:
The customer initially stated that the same sample was retested on a different liat® and was negative again, but this result could not be verified. The customer also stated that the sample would be sent to a reference lab for testing (results not provided). An investigation was conducted and concluded that no product problem was found. No baseline abnormalities were observed in the review of the amplification curves. The internal control amplification for the alleged sample is robust and there are no signs of pcr suppression. The sample was not available for additional testing. Possible causes of the discrepant results could include: a low titer sample: results for samples with viral titers near the limit of detection for a test can be expected to waver between positive and negative. Mutation: the liat® and cepheid tests target different regions of the viral dna. A mutation in the target region could result in the target not being detected. Contamination or non-specific amplification: cross-contamination during sample prep could introduce the target into a negative sample. In some cases, sample interferences/contaminants could cause amplification of something other than the target. (B)(4).